Manufacturer narrative:
Evaluation revealed the humeral head and the humeral stem to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation. The replaced humeral head was kept by the patient, whereas the humeral stem remained implanted. A review of the device history records revealed no deviation in the manufacturing process. The implants were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with reunion tsa on (B)(4) 2016. On (B)(4) 2017 the patient had to be revised as the humeral head was found to be disassociated from the humeral stem. The humeral head was removed and replaced by a new one. Further information such as medical records, x-rays, surgery reports or progress notes will not be available due to hospital policy. Thus a medical statement was not possible. A more precise evaluation was not possible based on the given information. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products.

Event description:
Humeral head disassociated from humeral stem. Patient was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Humeral head disassociated from humeral stem. Patient was revised.